Event description:
IV catheter successfully placed in patient's vein. Once needle was withdrawn blood was observed to be dripping from the catheter between the catheter and the blue plastic hub. IV immediately removed. IV had to be repeated 2 more times.